Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed what appears to be like crater appearance on shell surface. Observed a broken assessed as surgical damage. Yellow particles observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported bilateral breast replacement due to capsular contracture baker grade IV. Device has been explanted. Device was replaced with a non-allergan brand left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported bilateral breast replacement due to capsular contracture baker grade IV. Device has been explanted. Device was replaced with a non-allergan brand left side.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted. Device was replaced with a non-allergan brand.

Manufacturer narrative:
Photo analysis visual analysis of the photographs identified: capsular contracture: observed next to the device have appears to be biological tissue but , it is a medical event not related to the device. Observed a device with an opening labeled left side. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event.

Event description:
Healthcare professional additionally reported left side " intracapsular rupture of both mammary prosthesis, more evident in contralateral side. Bilateral axillary siliconomas. " and "bilateral periprosthetic capsules: fibrous capsule, with abundant calcifications and foreign material."